Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an ipg explant procedure and the explanted ipg was not returned. No further information has been obtained despite good faith efforts.